Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cuff of a portex® blue line ultra® suctionaid tracheostomy tube "presented cuff rupture" during use with a patient. The tracheostomy tube had been in use with the patient for a little over a month when the failure occurred. The tracheostomy tube was changed the day the problem was noticed. No permanent injury was reported.